Event description:
It was reported that the customer's insulin pump was not responding to buttons being pressed, except for one functioning button. The insulin pump may have been exposed to sweat. His blood glucose level was 51 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the esc button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked display window corners, cracked belt clip slot, and cracked reservoir tube lip.